Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on high readings throughout the morning. The consumer subsequently experienced a motor vehicle accident. He was taken to a hospital and released the same day. During the call to customer support, it was reported that the consumer did not have the proper equipment to test the integrity of his blood glucose strips before using as instructed in our directions for use. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.